Event description:
It was reported to vyaire medical that map (mean airway pressure) on the 3100a ventilator was fluctuating last night on patient. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
H10: a vyaire field service representative (fsr) evaluated the device on-site. Piston position and displacement display were then calibrated. A patient circuit calibration was also performed, as well performance check, and the unit passed. Unit is now functioning properly at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.